Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered myocardial infarction requiring surgical intervention. During the procedure the patient showed wide qrs complex, st segment elevation and blood pressure decrease. Echo confirmed that apex movement was poor. No pericardial effusion was observed. There was no change even after cardiac massage or nitroglycerin was administered. An artificial cardiopulmonary device (ECMO) was used. After coronary angiography, a drug effective for spasm used in brain surgery department (drug name unknown) was administered. Then, spasm was stopped. Ganz was placed into cardiac cavity and the patient was sent to intensive care unit (ICU). At the time of the call, the patient was still unconscious in the ICU. The physician¿s commented that possibly due to catheter irritation, but no product defects are possible. Update received may 15, 2020 stating that the patient was still in the ICU. The st-segment elevation and poor apex motility is suggestive of an acute st-elevation myocardial infarction (stemi). It was assessed that surgical intervention was performed to capture the placement onto ECMO.

Manufacturer narrative:
Additional information was received on june 24, 2020. Surgery to insert artificial heart was performed on (B)(6) 2020. Patient is awake, but they are waiting for a heart transplant in the future. Therefore, processed b 2. Is disability or permanent damage. Originally we reported, ¿device evaluation anticipated, but not yet begun¿. Additional information was received on july 7, 2020, stating to update the quantity to be returned from one to zero. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30313920m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, the product investigation was completed as the device was not returned. It was reported that a patient underwent a paroxysmal supraventricular tachycardia cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered myocardial infarction requiring surgical intervention. During the procedure the patient showed wide qrs complex, st segment elevation and blood pressure decrease. Echo confirmed that apex movement was poor. No pericardial effusion was observed. There was no change even after cardiac massage or nitroglycerin was administered. An artificial cardiopulmonary device (ECMO) was used. After coronary angiography, a drug effective for spasm used in brain surgery department (drug name unknown) was administered. Then, spasm was stopped. Ganz was placed into cardiac cavity and the patient was sent to intensive care unit (ICU). At the time of the call, the patient was still unconscious in the ICU. The physician¿s commented that possibly due to catheter irritation, but no product defects are possible. Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, a manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received on 8/17/2020 on the event. The patient is a male, 18 years old and weighs 57 kgs. This adverse event discovered after ablation and tachycardia stopped, it was confirmed by sinus rhythm after a while. The physician¿s opinion is that the cause of the adverse event is procedure. The patient¿s condition is unchanged. Therefore, updated a2. Patient age at the time of event, a 2. Age unit, a 3. Sex, a 4. Weight of the patient and a 4. Weight unit fields. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).